Manufacturer narrative:
Input from risk management: after mitigation: severity 2 (moderate) and probability b (improbable) has residual risk range category ii (acceptable, risk level mitigated as low as possible).

Event description:
In this event, the patient was fitted with behind the ear hearing aids with earmolds on (B)(6) 2024. Patient was provided a new left earmold on (B)(6) 2026. Beginning in (B)(6) 2026 the patient began experiencing ongoing ear infections. The infections were treated with antibiotics and steroids, and the patient reportedly had multiple ent doctor visits during this period. The patient was evaluated by an ent doctor, who advised that the patient was experiencing a severe ear infection and/or possible allergic reaction to the ear molds.